Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted he removed some of the mesh in the area that was found. It was shrunken and about 1/4th the size of what is usually the size put in. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/1/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/18/2022. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2021 due to pain.